Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to low pacing impedance values during a pulmonary event. The lead remains in use. Additionally, there was an alert triggered due to an unsuccessful transmission from the monitor. No patient complications have been reported as a result of this event.